Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for device changeout procedure due to normal eri. Upon interrogation, the right atrial lead exhibited noise and high capture. During procedure, the lead exhibited insulation anomaly. The lead was capped and replaced. There were no complications to the patient.